Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual microscopic examination was performed by a product engineer that revealed that no counter torque may have been used. The threads of the setscrews show signs of damage during introduction or tightening. All known lots involved showed that the break-off torque values measured were within specifications. In addition, device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications.

Event description:
Implant date: in 2006. It was reported that a patient underwent posterior instrumentation from t10-s1. During surgery, the physician was able to break-off several setscrews. However, the remaining four setscrews would not break-off. Eventually, the devices were cut with a rod cutter and tightened with another instrument.